Event description:
Event description cpi received information that during a routine replacement of an implantable pulse generator (ipg) this bipolar lead was capped. The physician elected to replace the lead due to 'poor sensing'.